Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to protruded loose drive support disk. Unable to perform basic occlusion, occlusion, prime/a33 and excessive no delivery test due to protruded loose drive support disk. The insulin pump has cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and cracked lcd window.

Event description:
Customer reports to have received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap was sticking out. Customer's blood glucose was 151 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.